Event description:
Erratic results customer received readings of 412, 80,360,62 mg/dl within 10 minutes. All tests were performed on the finger. There was no report of death, serious injury or unwarranted treatment associated with this event.

Manufacturer narrative:
Customer returned meter serial number a-d002-11101. Returned meter performed in accordance with manufacturer's instructions for use. Customer's complaint of erratic readings was not duplicated during testing. The freestyle blood glucose readings reported by the customer were not found in the meter internal log.